Event description:
It was reported that during testing conducted at the user facility the system froze after a spin with a ziehm 3d c-arm, in which, the c-arm froze. No adverse consequences or delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility, the system froze after a spin with a ziehm 3d c-arm, in which, the c-arm froze. No adverse consequences or delays were reported with this event.